Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high voltage lead impedance greater than the upper programmed limit. All other electrical parameters were normal. The lead was capped and replaced.